Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's spouse called and reported the customer's blood glucose went over 550 mg/dl. He was hospitalized for high blood glucose and diabetic ketoacidosis. Troubleshooting with the insulin pump for high blood glucose issues was declined. The insulin pump will not be returning for analysis.